Event description:
A minimum fill notification was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer attempted to reload the cartridge with less than 80 units of insulin, and was advised by technical support that a minimum of 80 units is recommended. The customer acknowledged this advice but did not have another cartridge to load and will rely on multiple daily injections until new cartridges arrive, with instructions to call back if the issue persists.